Event description:
Asr revisionasr xl - unknown hipreason for revision: component loosening metal reaction

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated b4/g4, b5, and f10. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision. Asr xl - unknown hip. Reason for revision: component loosening & metal reaction. J&j italy ref. (B)(4). Update: amended original surgery date, added side hip to be revised, added surgeon name and further reason for revision. Received: (B)(6) 2012. Hip(s) to be revised: right reason(s) for revision: component loosening (cup, stem and head) & metal reaction and pain. Update received 4th august 2014. Additional hospital and surgeon added. Status amended to "legal". Kid number added. Surgery date amended in line with italian medical authority incident report update received 29th august 2014. Both femoral head and cup are confirmed to have been loosened. Query response received 8th september 2014. Stem was also loosened.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated b4/g4 dates, b5/6/7, d1/2/3, d6, e1, g2, and h4. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision. Asr xl - unknown hip. Reason for revision: component loosening & metal reaction. J&j italy ref. (B)(4). Update: amended original surgery date, added side hip to be revised, added surgeon name and further reason for revision. Received: (B)(6) 2012. Hip(s) to be revised: right reason(s) for revision: component loosening & metal reaction and pain. Update received 4th august 2014. Additional hospital and surgeon added. Status amended to "legal". Kid number added. Surgery date amended in line with italian medical authority incident report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated b4/g4, b5, d4, and f10. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision. Asr xl - unknown hip. Reason for revision: component loosening & metal reaction. J&j italy ref. (B)(4). Update: amended original surgery date, added side hip to be revised, added surgeon name and further reason for revision. Received: november 15th 2012. Hip(s) to be revised: right reason(s) for revision: component loosening (cup, stem and head) & metal reaction and pain. Update received 4th august 2014. Additional hospital and surgeon added. Status amended to "legal". Kid number added. Surgery date amended in line with italian medical authority incident report. Update received 29th august 2014. Both femoral head and cup are confirmed to have been loosened. Query response received 8th september 2014. Stem was also loosened. Update 28 nov 2014: rec'd legal letter, additional dr, alledged reason for revision: increasing metal ions. Also added expiry dates for all products. All updates are alledged as solicitor's letter is derived from a template.

Event description:
Claim letter (english) alleges pain, blood heavy metal ions and allergy.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (dob), b5 and h6 (patient code) corrected: d6.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.